Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer's blood glucose (bg) was 400 mg/dl. A manual insulin injection was administered to address bg. Reportedly, assistance was required in changing the pump supplies. Additionally, it was reported that the customer experienced a low bg level of 45 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, assistance was required in obtaining food to address the bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.